Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a pneumothorax which required chest tube placement the day after the implant procedure.